Manufacturer narrative:
(B)(4). Dissection tip was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed in and on the dissection tip. An image quality inspection was performed with an endoscopic video imaging system using the reported dissection tip on the reference endoscope. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint for the reported failure mode "image resolution poor" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece had blurred vision on the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece had blurred vision on the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.